Manufacturer narrative:
The delivery system was returned in valve alignment position, locked, with no fine adjust used. The commander was inserted through the loader assembly and a non-edwards sheath. The delivery system was visually inspected and the following were observed, crimp balloon tear near the I/c bond with inflation balloon legs flared out. Inflation balloon bunched, gouges on the flex tip, and a kink on guidewire shaft.  No abnormalities were detected with the fine adjust mechanism. Due to the condition of the returned device (balloon torn), no additional functional testing was able to be performed. Double wall thickness measurements were taken on the crimp balloon. If the thickness were to deviate from specification, it may make the balloon more susceptible to a tear and may be indicative of a manufacturing nonconformance. The measurements met the double wall thickness specification. Patient imaging (3mensio) and photographs of the device were provided for review. Patient imagery showed there was little calcification and tortuosity in the access vessels, but there were areas of calcification in the descending aorta. Images that depict the device following the procedure confirm the complaint for ¿balloon ¿ torn¿. The device history review (DHR) and was found to be correlated with the increasing complaint trends. An investigation was previously initiated to document and assess the balloon torn issue and its associated risks. Corrective/preventative action investigation is being updated to address the emerging trend in ic bond complaints. Review of history for lot revealed no additional complaints for ¿delivery system ¿ valve movement on balloon¿. A review of complaint data revealed that the complaint rate did not exceed the june 2018 control limits for the applicable complaint trend category (¿damaged¿) or (¿valve movement on balloon¿). No instructions for use (IFU) or training deficiencies were identified. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. Balloon ¿ torn the complaint for ¿balloon ¿ torn¿ was confirmed based upon visual inspection of the returned device. Dimensional testing of the crimp balloon double wall thickness met specification and visual inspection of the device did not reveal a manufacturing nonconformance. Furthermore, review of available information (complaint history, lot history, and DHR) did not identify any evidence of manufacturing non-conformance. A review of manufacturing mitigation supports that the balloon and delivery system have proper inspections in place to detect issues related to the complaint event. A review of complaint history revealed that potential root causes for separation of the crimp balloon material proximal to the inflation balloon to crimp balloon bond have been identified and documented in an investigation written by edwards lifesciences. Per device training materials, valve alignment should be done in a straight section of the vasculature. If the physician performed the valve alignment process in a tortuous anatomy, it may have resulted in increased forces being applied to the crimp balloon. This may occur as performing valve alignment at a bend or angle can cause the thv to unseat (non-coaxial placement of valve in relation to the flex tip) from the flex tip during alignment and ¿dive¿ into the lumen of the flex tip, where part of the crimped valve slides into the flex tip lumen. If the thv is unseated during alignment, it can result in higher than usual valve alignment forces which may result in a crimp balloon tear. It should be noted that gouges were observed on the flex tip of the returned device, which are indicative of high valve alignment forces and valve diving. Under simulated conditions (simulated tortuous anatomy), a previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. Although it was reported that there was little calcification/tortuosity in the access vessel, it is possible that valve alignment was performed at a bend in the vasculature. In addition, residual volume left in the balloon may also contribute to increased forces during valve alignment or delivery system retrieval, which could lead to a balloon tear. Another previously performed engineering study was able to recreate high enough valve alignment forces to potentially cause a material failure in the area in question. The root cause for the reported complaint events can likely be attributed to patient and/or procedural factors; however, at this time, a definite root cause cannot be determined. To address the emerging trend in ic bond complaints, the tubing lots and resin for the crimp balloon underwent further review. This review identified a correlation between recent increases in complaint rates with alternate extrusion processing methods. An investigation has been opened for this event. Delivery system ¿ valve movement on balloon based on the condition of the returned device (balloon torn), the complaint for ¿delivery system ¿ valve movement on balloon¿ can also be confirmed. It is likely that the balloon tore during valve alignment. Once the balloon tore, attempts to complete valve alignment would have compressed the balloon distal to the valve, shifting the valve forward relative to the marker bands and making the valve appear to be aligned. However, retracting the flex catheter would have caused the balloon to un-compress and shift the valve proximally. This would give the appearance of the valve moving on the balloon. As a result, the root cause for the reported complaint events can likely be attributed to procedural factors. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Balloon ¿ torn the complaint for ¿balloon ¿ torn¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that patient and/or procedural factors (high valve alignment forces) may have contributed to the complaint event. No product non-conformances or IFU/training inadequacies were identified. An investigation was previously initiated to document and assess the balloon torn issue and its associated risks. Corrective/preventative action investigation is being updated to address the emerging trend in ic bond complaints. Delivery system ¿ valve movement on balloon the complaint for ¿delivery system ¿ valve movement on balloon¿ was confirmed. No manufacturing non-conformances were identified in the returned device. Available information suggests that procedural factors (torn balloon) may have contributed to the complaint event. No product non-conformances or IFU/training inadequacies were identified, and the trend category does not exceed control limits. An investigation was previously initiated per management discretion for product risk assessment and corrective/preventative action investigation was previously initiated to drive further investigation and potential corrective/preventive action(s).

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(6), during a transfemoral tavr, the balloon of delivery system found to be torn during use and vessel damage occurred. As the patient had  plaque in the descending aorta, a 20fr 65cm dryseal sheath was used for this case. There was little calcification and tortuosity in the access vessel. Valve alignment was performed at just distal area of the sheath tip to avoid the plaque. No resistance was felt at the time. When retracting the flex shaft after crossing the native valve, the sapien 3 valve moved out of the marker. However, the valve returned to the appropriate position automatically when pulling out the system from the native valve. Then the balloon was inflated but did not expand at all. Furthermore, blood flushed back to the atrion and it was determined to be a balloon rupture. The physician tried retrieving the system into the sheath, but the valve/balloon assembly got stuck and intimal detachment about 7cm long was observed. The intimal detachment did not affect blood flow or hemodynamics, but some damage happened around the incision site due to the bare stent of the valve. The area was surgically repaired. After removal, it was confirmed that the balloon broke off at connection of the crimp balloon and inflation balloon, the inflation balloon bunched up to the distal side.